Event description:
--

Manufacturer narrative:
A revision procedure was performed. The pace sense portion of the lead was surgically abandoned and replaced. No out of range measurements were observed after the revision. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific crm received information that this lead had high pacing impedance measurements greater than 3000 ohms. The lead was also exhibiting increased pacing threshold measurements. All other measurements were normal. It was alleged the lead had malfunctioned. No adverse patient effects were observed.

Manufacturer narrative:
A revision procedure was scheduled. No further information is available. This report will be updated if more information becomes available.